Event description:
Discordant interoperative intact parathyroid hormone (ipth) results were obtained on one patient sample on an immulite 1000 instrument. The discordant ipth results were not reported to the physician(s). The sample was run three times and all results were falsely low. The sample was tested once on an alternate instrument and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ipth results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and instrument data and checked the pipette level sense positions. The cse determined that during the time of the event, qc was out of range and the instrument displayed a "no sample pipetted # 31205" error. The cause of the discordant ipth results is unknown. The cse adjusted the instrument water dispense and successfully ran qc. The system is performing within specifications. Further evaluation of the device is not required.